Manufacturer narrative:
Increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the valve degeneration is unknown. However, may be due to patient factors (advanced age, chronic renal disease, radiation treatment, atherosclerotic disease, disorder of calcium metabolism). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), nearly four years post implant of the 23mm sapien valve in the aortic position via open thoracic approach, the valve had ¿degeneration¿. A second valve was placed. The patient was severely symptomatic, using home oxygen. The degeneration discovered on work up for severe sob by tee, not on admission or follow up. The patient had moderate to severe central regurgitation. The peak gradient was 53 mmhg, the mean gradient was 30 mmhg, velocity- 3.6m/s; and ava 0.82.5. No calcification or thickening of leaflets. No vegetation or thrombus was seen. The valve was not ex-planted, no were cultures taken.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), nearly four years post implant of the 23 mm sapien valve in the aortic position via open thoracic approach, the valve had degeneration. A second valve was placed. No additional information was provided.